Event description:
(B)(4). Heavy periods, severe cramps, decrease in energy, total hysterectomy on (B)(6) 2015, pathology reports came back with cervicitis, endometritis, and acute and chronic hyperplasia with confirmed c1n3.